Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged health issues while using the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient reported using an ozone based disinfection device. The patient also provided a city and state. The device was returned to the manufacturer's product investigation laboratory  for further investigation. The internal part of the device was visually inspected by the manufacturer. The manufacturer observed insect infestation and was unable to perform the investigation. The device had evidence of  tobacco odor noted when the blower was turned on for testing. The device's event log was reviewed by the manufacturer and found one error that was not repeated during the investigation.  The manufacturer was unable to confirm the presence of degraded sound abatement foam due to the incomplete investigation after quarantining for insect contamination.